Event description:
Irrigation tray syringes reported by rns as being "resistant" when pushing/pulling, even with just water in the syringe. Manufacturer response for syringe, irrigation tray syringe (per site reporter).